Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient experienced fatigue and shortness of breath and presented to the clinic. A chest x-ray revealed that the left ventricular lead had dislodged. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information notes that on (B)(6) 2015 the lead was explanted and replaced.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).